Event description:
The customer claims that the alarm unit will not power on. There was no patient injury reported. Posey evaluation shows that the returned unit has no power. The alarm red and black wires on the battery connectors are damaged and partially detached.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm unit has no power. The alarm red and black wires are damaged and partially detached. (B) (4).